Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.

Event description:
It was reported that after a da vinci-assisted benign hysterectomy procedure, the patient developed an infected hematoma, necessitating an additional, unspecified procedure on postoperative day 7. The initial surgery was completed successfully with no intraoperative complications. Postoperatively, unspecified laboratory tests and an ultrasound were conducted, although the results were not provided. The patient subsequently underwent revision surgery and began antibiotic therapy. The surgeon does not believe that the da vinci system, its instruments, or accessories contributed to this event. The patient has since been discharged, and there are no concerns regarding any long-term complications arising from this incident.